Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the recharge burden for the pt's ipg ((B)(6)) had increased to twice a week and at times he was unable to initiate stimulation. Based on the pt's program settings, the interval between recharge was estimated to be 6 to 8 days. Surgical intervention was undertaken to replace the pt's ipg.